Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device still wasn't working and the patient had a catheter, but this was taken out on (B)(6) 2018. The patient was on program 1 and adjusted the amplitude up to 4, but they still weren't getting relief. They weren't feeling stimulation in the bike seat area; rather, they were feeling it more where the implant was. During the day, they would get the urge to go to the bathroom but nothing would come out. At night, they would be up every 15 minutes to go to the bathroom. It was noted that the patient was implanted for urinary frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling discomfort in the vaginal area and was still wetting. It was noted that on (B)(6) of 2017 the patient had a stroke that was unrelated to the device or therapy and the implantable neurostimulator (ins) was turned off. The caller was concerned because the patient was not going to the bathroom to make sure their bladder was really emptying. The day before report the ins was turned back on, but the patient was still wetting and it was noted that on the day of report the patient was feeling discomfort in the vaginal area. The patient stated that they were at 1.85 v on program 1 and that they had not felt stimulation the day before report. The patient increased and started feeling something but was still wetting and not getting the urge to go. The patient increased again and was getting the urge but was not going to the bathroom. The patient indicated that they would adjust settings to see if it helped. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was trying from the very start because she never thought the ins worked right. The patient stated she was tying to go through all the programs to see if they "do work right". The patient mentioned that sometimes the ins would work and sometimes it wouldn't and that people told her it was because she was 78 years old. The patient noted that she wasn't writing in a journal of her results, but she was now keeping track in a journal of her progress with the therapy. The patient also reported that in the daytime she would still have accidents, but that "wasn't the problem". The patient stated that she was going to the bathroom continuously and would go to the bathroom at night 7-8 times. The patient mentioned she got home from the nursing home and when she was at the nursing home for two weeks she tried program 1. The patient noted that she would sit in a recliner during the night with a bowel next to her, "cause the nursing home didn't want her walking around". The patient indicated that her reason for calling was to get guidance on what to do next. Trouble shooting attempts were made and the patient had already tried programs 1 and 2, and was given the okay by their health care professional (hcp) to try other programs on the pp. The patient reported that she was currently under program 2 and had already been turning up the stimulation. It was reported that the patient was told that she should feel stimulation in the bicycle seat area, but the only place she felt it was in her rectum. The patient programmer showed stimulation was on and the patient was on program 2 at 2.20v. The patient also stated that if she increased it higher then the stimulation felt uncomfortable. The patient noted that when she had it on 2.40v yesterday she could hardly sit on that setting because the stimulation was uncomfortable. The patient confirmed the stimulation was in the correct area and the patient turned the ins off, switched to program 3, and then adjusted the stimulation down to 0.25v. The patient turned the ins on and then adjusted the stimulation to 2.25v and confirmed it was comfortable at 2.25v. The patient mentioned that her hcp told her to wait 3 days to see how her body reacted to therapy when she switched over to a different program and about 24 hours if she adjusted the stimulation strength. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient restarted that the ins never really worked like it was supposed to from the very beginning. No further complications were noted or anticipated.